Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan and experienced a loss of consciousness. The customer was unable to self-treat and received an unspecified medical treatment from a healthcare professional and no further information was reported. Note: customer reported placing sensor on stomach (off-label placement). There was no report of death or permanent injury associated with this event.